Event description:
It was reported via study that approximately 2 months post rx vision stent implantation in the distal and mid right coronary artery (drca, mrca), the stents were found to be restenosed. The drca had 80% in-stent restenosis (isr) and the mrca had 70% isr. An rx xience stent was placed within each stent. There was no adverse patient sequela and one day post procedure the patient was discharged to home. Although requested, there was no additional information provided.

Event description:
During initial assessment, an increased intraperitoneal volume (iipv) situation was identified which occurred on date (B)(6) 2010 during drain cycle 5. The ultrafiltration (uf) was 1755 ml. The programmed fill volume was 2500ml. This event meets overfill criteria. On (B)(6) 2010, product surveillance followed up with the nurse and provided the results of evaluation and the probable cause identified. The nurse reported that the patient was doing well on the new cycler with no reported issues. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause of the reported problem of overdelivery / increased intraperitoneal volume is currently being investigated through CAPA number (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up e MDR.

Event description:
The physician successfully implanted seven coils into the aneurysm and placed a stent. As the eighth coil (subject device) was inserted into the aneurysm, a portion of the coil protruded through the stent strut. The physician attempted to withdraw the protruding coil and it became knotted and got stuck. The physician persisted in an attempt remove the coil and it broke. The coil was tacked to the vessel wall with another stent. The procedure was completed and the patient is reported to be in good condition.

Manufacturer narrative:
(B)(4). Correction: the device evaluation was inadvertently not included in the initial report. Device evaluation: the device was determined to meet functional and electrical performance specification requirements per return instrument test / evaluation (rite) testing. The device passed both the home choice rite electrical test and the rite functional test. The assignable cause for the iipv was undetermined. A follow-up MDR will be submitted if additional information becomes available.